Event description:
It was reported that when the device was used during a laparoscopic colectomy, there was post-operative bleeding (700cc). A blood transfusion was done. During the original operation, doughnut and staple formation were ok. One device was discarded.